Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1800 mg/dl and multiple boluses were delivered to treat bg. Customer was feeling sick and was admitted to the hospital for diabetic ketoacidosis (dka)/elevated bg. Customer was treated with intravenous insulin and fluids. Dka and elevated bg were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer's healthcare provider alleged pump was not delivering insulin. There were no issues observed with the cartridge or infusion set. There were no pump alerts or alarms found in pump history. Customer reverted to using manual injections for insulin therapy.